Manufacturer narrative:
No product was returned for eval, inconclusive. The lot history review indicates no related component or mfg issues and no product complaints of similar nature.

Event description:
The PICC was coming apart at the bifurcation.